Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023. In (B)(6) 2023 the firm was notified by the implanting physician that the patient requested to have the system removed. A surgical explant was initially scheduled for (B)(6) 2023 however the patient cancelled the procedure and reported decision to leave the system in place. In (B)(6) 2023 the firm was again notified of a scheduled procedure. A surgical explant took place on (B)(6) 2024. During the procedure the physician removed the implantable pulse generator (ipg) and a portion of the leads, however the leads broke during the procedure and the physician was unable to remove the fractured ends of the leads.

Manufacturer narrative:
During investigation, the patient expressed to the firm that the nalu system was not providing adequate pain relief. Patient also claimed that there is an anticipated need for MRI in the future and patient was concerned about being able to have that testing done. Reason for MRI was not shared. Review of records found no prior indications of patient being dissatisfied with the level of pain relief from the system, however an assessment done 2 months after activating the system shows patient's pain levels are the same as pre-implant. Patient was offered troubleshooting and reprogramming to increase pain relief. Patient declined all reprogramming and stated to the nalu representative that there are other unrelated health issues being dealt with that were taking precedence. There are no indications that the nalu system had failed or malfunctioned. Fine tuning of the programming is standard after implant, however the patient declined to participate in reprogramming of the system or troubleshooting. Suspect the patient request for explant is related to extenuating health conditions that are unrelated to the nalu system.